Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =210 ms on (B)(4) 2011 10:20:48.

Event description:
It was reported that the patient received anti-tachycardia pacing and shocks due to t-wave oversensing on the right ventricular lead. The sensitivity setting was increased and the lead was integrated bipolar. However, a few weeks later while in the clinic, the patient received inappropriate shocks again due to t-wave oversensing. It was discovered upon evaluation that the r-wave amplitudes had decreased. The pace sense portion of the lead was replaced, but the lead's high voltage therapy portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.